Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were trying to cool patient and first arctic sun device kept alarming 14 (patient temperature 1 probe out of range). They swapped out probes and swapped to different device. 2nd device ran for about an hour and started alarming 14 (patient temperature 1 probe out of range) as well. Nurse noted that the patient temperature was fluctuating frequently during the last hour. Verified probe was in patient temperature 1 port. Explained they need to replace the temperature cable that connects into the back of the device and reach out to biomed for replacement. Per additional information received via phone on 31jan2024, it was reported that therapy was completed on the patient without any impact. The patient was a baby that was around 6 hours old and weighed less than 10lbs. Was advised by mis to change the probes and cables. It was discovered that the cables were faulty. Once the cables were replaced, the device worked without issues. The device did not go to biomed.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a faulty temperature cable. Once the cables were replaced, the device worked without issues. The device did not go to biomed. The serial number is unknown; therefore, the device history record could not be reviewed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were trying to cool patient and first arctic sun device kept alarming 14 (patient temperature 1 probe out of range). They swapped out probes and swapped to different device. 2nd device ran for about an hour and started alarming 14 (patient temperature 1 probe out of range) as well. Nurse noted that the patient temperature was fluctuating frequently during the last hour. Verified probe was in patient temperature 1 port. Explained they need to replace the temperature cable that connects into the back of the device and reach out to biomed for replacement. Per additional information received via phone on 31jan2024, it was reported that therapy was completed on the patient without any impact. The patient was a baby that was around 6 hours old and weighed less than 10lbs. Was advised by mis to change the probes and cables. It was discovered that the cables were faulty. Once the cables were replaced, the device worked without issues. The device did not go to biomed.